Event description:
It has been reported to philips that system would not produce fluoroscopy. The issue was found during clinical use. No harm has been reported to philips. A philips field service engineer (fse) inspected the system onsite and replaced the hard disks the flashlit high end kit, the detector px4700 which returned the device to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system would not produce fluoroscopy. Review of the system log file showed that there was a malfunction with fd controller due to defective network connection. Upon troubleshooting, fse found that the detector had failed. To resolve the issue, fse replaced the detector and flashlight high end kit as it was flashing red led due to no image from detector. The replaced parts were returned to philips for further analysis. The analysis of detector showed that the malfunction was due to presence of coolant liquid (glycoshell) inside the detector and the analysis of flashlight high end kit showed that the malfunction was due to electrical fault. Following the replacement of detector and flashlight high end kit, the system was returned to use in good working order. The codes were updated based on the investigation outcome.